Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increase in charge time as the device moved into middle of life (mol) battery status. In april, the monitoring voltage was 2.80 volts with a charge time of 7 seconds. However, in august, the monitoring voltage was 2.65 volts with a charge time of 19.2 seconds. A boston scientific technical services consultant discussed the extended charge times that can be seen at mol for some devices. There were no patient symptoms reported with this clinical observation.